Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported vela comp d vent inop transducer faults. There is no patient involvement in this reported event.

Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support was able to confirmed and duplicate customer reported issue. The transducer pt800 has recorder faults in the event logs, the pt800 was successfully calibrated not having effect on expiratory tidal volume (vte) after calibration. Transducer fault at power-up/auto-zero with the successful calibration indicates that the auto zero solenoid can be slow to respond. Slow solenoids can result to ad auto-zero calibration at power-up and operational auto-zero checks, solenoid failure.